Event description:
A malfunction alarm labeled as malf 16 was reported, and it was confirmed that the malfunction code was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Corrective actions included the customer switching to a backup therapy method, multiple daily injections, while the technical support team arranged for a replacement pump to be shipped after confirming the customer's address. The customer was instructed to put the problematic pump into storage mode and to return it using a prepaid label within 10 days, which was acknowledged.